Event description:
Foreign affiliate rec'd info from an optometrist. Optometrist reported that a pt presented with complaint of one lens, for the left eye, that felt uncomfortable and pt was unable to wear the lens. Optomertrist indicated that the lens in question had a gray spot on it. Upon examination of the pt's left eye, the optometrist reported that the pt developed a "corneal ulcer on the left eye that required debridement in the corneal area." Foreign affiliate made several attempts to obtain additional info. No further info is available at this time. This report is being submitted due to optometrist reporting that ucler was debrided indicating possible infectious corneal ulcer. A lot history of the product indicated: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product in question was returned for eval. Product evaluation indicated: three sealed blisters and two lens cases containing a total of three lenses were returned. The parameters of the suspect lenses were measured and a visual inspection was performed. The lenses met co. Standards for diameter, base curve and center thickness. No visual attributes were observed on two lenses. Qa chemistry examinated the returned product. One lens case contained a lens that had a raised area of lens material on the back curve of the lens. The area measured 356 & 387 microns. It had a height of approx 12 microns. All the other samples contained no abnormalites. The returned solution in sealed blisters was tested. The ph and conductivity were within specification.